Event description:
Sales rep reported an IV set where the distal spin lock had slid right off." States he has no other details. Confirmed with nurse leader that there was no leak. Issue was noted after set was successfully primed and had been in use for some time on the pt. Spin collar did not crack; it just slipped off the end of the set either during connection or disconnection. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info was provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.